Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. They did not hear beeps when the audio volume settings were saved. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 199 mg/dl and 130 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling end cap address serial number label and scratched case. (B)(4).